Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope had flashing in the image. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
Updated field: d8, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: green image. A definitive root cause could not be identified for the reported allegation. Based on the results of the investigation, the cause of the reported issue could not be determined. However, for the additional finding of a green image, the investigation confirmed that the video cable is broken, which results in the green image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.